Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the instrument channel was damaged which led to inability of forceps insertion. The most probable cause of the damage is traced to component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the instrument channel of gastrointestinal videoscope exhibited damage, resulting in forceps not being inserted smoothly. There was no patient involvement.